Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd luer lok¿ syringe was found with scale markings missing and distorted. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Bd received one open tray and twenty five 3ml assembled syringes for evaluation and confirmed to be from batch #7146876 (p/n 309702). No visual defects observed on the tray and 15 syringes. 10 syringes had ink smears and missing print of rejectable quality. Next, a device history record (DHR) review for batch 7146876 (p/n 309702) was performed, manufacturing dates: 06/05/2017 ¿ 06/24/2017, batch quantity was 306,000. Batch marking and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. The packaged product was assembled on two separate assembly machines. A clogged manifold and an ink spill were recorded on one of the subassembly batches resulting in the marker adjustments, ink replacement and down time. Batch 7146876 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root causes is the ink smears and missing print - these defects were likely caused by an interruption in ink flow due to a clogged manifold. The inconsistent ink flow likely caused a transferring issue of ink to the gravure cylinder and subsequently to the printing pad. Corrective actions to address ink smears are a spare manifold will be acquired and provided to each technician for all 3ml printers and manifold inspection and cleaning will be included as part of a weekly total preventive maintenance action item. A job aid will be created to reflect updated guidelines for thorough manifold inspection and cleaning of 3ml printers. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Investigation conclusion: possible root cause: ink smears and missing print -these defects were likely caused by an interruption in ink flow due to a clogged manifold. The inconsistent ink flow likely caused a transferring issue of ink to the gravure cylinder and subsequently to the printing pad.